Manufacturer narrative:
(B)(4). Additional information: ejected clip, misaligned jaw. The analysis results of the er320 device found that it was received with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws 5 scissored clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process. Based on the photographic evidence provided of the subject er320 clip applier, the belief is that the er320 device functioned properly and the complication was either an inadvertent partial fire or incomplete firing stroke.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not loading into the grooves of the jaws. On the first few firings of the device, when closing the clips on the cystic duct, the clips were scissoring. When releasing the handle, the surgeon said it was not smooth and it would stick. It was not known if a cholangiogram was used with this procedure. The case was completed with another device of the same product code. There were no patient consequences reported.